Event description:
It was reported that patient is requesting a revision of an inflatable penile prosthesis (ipp) due to the pump being deflated and not pumping the device back up. No further information was reported.